Manufacturer narrative:
The full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to melting. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contained an apparent fracture. The lead was explanted and replaced. Additionally, at the beginning of the procedure the physician took an x-ray. A visible defect was observed on the atrial lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.